Manufacturer narrative:
(B)(4). The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Clear passage testing, pull testing, and underwater pressure testing were performed. The device was found to operate per specification during all performed testing with no issues noted. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a one-link extension set came apart at the one-link site. There was no report of patient injury or medical intervention associated with this event. No additional information is available.